Event description:
It was reported that a revision surgery was performed due to pain. The poly was exchanged and the patella revised, surgeon stated the patella was loose.

Manufacturer narrative:
The associated genesis ii biconvex patellar component and genesis ii high flexion insert were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that no clinical relevant documentation was provided, therefore a thorough medical investigation could not be performed. It was communicated however, that the surgeon did not fault the implants. The patient impact beyond the revision and an expected brief post-op rehabilitation phase cannot be determined. No further medical assessment is warranted at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.